Event description:
A physician reported that in 2000 while treating a pt, the plunger was "loose" and the collagen material came out around the plunger and "splattered" in the physician's hair. A 30 gauge needle was used for the procedure. The needle did not separate from the syringe. There was no injury to the pt or staff. The syringe and the needle were retained.